Event description:
Received voluntary medwatch (B)(4) from the FDA. Patient reported an issue with night vision, low light vision (foggy, hazy, blurry), dry eyes, glare and halos, difficulty driving at dusk and at night, anxiety and depression 6 months following bilateral refractive surgery. Vision is only crisp indoors. The patient has been contacted for information regarding the surgeon's contact information, however no response has been received to date. This report is for the right eye, the left eye is being reported on manufacturer report #3003288808-2012-00042.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).